Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed initially without incident. The patient returned approximately three to four weeks post procedure with urinary retention. The sling was removed without incident. Cultures indicated no infection was present. The device has been destroyed by the user facility. However, no malfunction of the device was reported. Therefore, no failure analysis was available. Co's directions for use outline as potential complications: "urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities tissue erosion and tissue necrosis."